Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Diagnostic/functional testing was performed by philips field service engineer who went on site and stated that the intellivue x2 kept showing incorrect nbp readings and fails calibrations. Stated the pump needs to be replaced. Replaced nbp pump, calibrated and verify values, device passed and returned to full use. Based on the information available and the testing conducted, the cause of the reported problem was a faulty pump. The reported problem was confirmed. The device was operational and performing per specification after replacing the nbp pump. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there is an incorrect nbp readings. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.